Event description:
A nurse reported that the surgeon noticed the capsular tension ring (ctr) was missing an eyelet upon inserting into the eye. The surgeon removed the ring and attempted to insert another tension ring. Upon inserting the second tension ring, it caused the bag to dehisce, and vitreous was lost. The nurse reported that it was difficult to remove the tension ring, which resulted in iris bleeding. Subsequently, the surgeon performed a vitrectomy, the tension ring was removed, and the pt was left add'l info was received from the surgeon who reported that he decided to use a ctr because there was some lens cortex left, but the zonules were very loose. The surgeon felt that the ctr would help to stabilize the capsular bag, and would facilitate the removal of the remaining lens cortex. In the surgeon's opinion, the ctr opened up and dehisced the capsular bag. The surgeon stated that a suture was also required to complete the procedure. A secondary surgical procedure has been planned to implant an intraocular lens in the pt's eye.

Manufacturer narrative:
Eval summary - the product was returned for eval. The ring shows very slight scratches. The ring shows very slight scratches. The investigation of the ring shows no other faults/defects/deviations. The investigation of the container and the sealing tab showed no faults/defects/deviations. All measurements are within tolerances. Product met release criteria (excluding the very slight scratches). The measurement protocols show no irregularities in the dimensions. Reason of complaint cannot be confirmed, the cause is not related to the product. There has been one other complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).